Event description:
During placement of the implant and graft for a lumbar interbody fusion procedure, a portion of the device was filled into the spinal canal, resulting in cauda equina syndrome. Patient was returned to surgery due to postoperative symptoms. The surgeon reported that the device was found intact but protruding in the canal. It was removed and replaced with an interbody spacer. Patient is reported to have impaired bladder control, limited plantar flexion and dorsiflexion, and lower extremity numbness which is gradually improving.